Event description:
It was reported that the user¿s iLet entered BG Run expiration while traveling after the user¿s Libre 3 Plus sensor had expired, the user declined transfer to the sensor manufacturer for replacement, did not have a fingerstick glucometer to continue dosing, and did not resume backup insulin therapy, resulting in a period without insulin delivery until a new sensor was started; the event involved user handling and procedure issues and no specific device component was implicated. Symptoms included hyperglycemia, confusion or disorientation, and malaise. Outcomes included a missed insulin dose, delay to therapy, and the need for medication intervention with subcutaneous insulin via pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, characterized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user later activated a new sensor, resumed iLet dosing with entered BG values, and blood glucose returned to range.